Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the investigation results, the plastic distal end cover had burn. It is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, we could not specify the cause of the suggested event. The root cause could not be determined. Detection method is described in IFU: gif-1100 operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope as follows: 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. There are cautions when high-energy endotherapy accessories are used in IFU: gif/cf/pcf-190 series operation manual_4.3 using endotherapy accessories. Never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the light guide lens. There were no reports of patient involvement.